Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. Visual inspection was performed. Labels were undamaged. Tamper seal was missing. The device was in good condition, no physical damage was found on the pump. Air bubble under rubber sensor. Performed functional check. The customer's reported issue could not be duplicated or confirmed. No problems were found with delivering an extra dose. No problems were found with the operation of the pumps extra dose key, keypad or bolus connector. No root cause could be determined. No further action will be taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was switched off and would not turn on. Replaced new batteries, after which it showed the message: ¿power failure during use, replace the battery¿, and new batteries were replaced to show a full battery signal. The device did not alert prior about low battery. There was patient involvement and no patient harm/adverse event reported.